Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one-1 hydro gw stf std s 150-035; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen coating appears visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presents a large radius bend over the distal 5cm and skived polymer jacket material from 16.5 to 38.3cm from the distal tip. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. The damage appears consistent with having occurred while withdrawing the wire back through a metal cannula or needle. As noted in the warnings section of the device instructions for use (dfu): "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and or withdrawal through a metal device may result in destruction and/or separation of the polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one wall puncture style needle." Per the precautions section of the dfu: "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and procedural factors appear to have impacted on the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
The doctor complained that the wire "sheared " apart..